Event description:
It was reported that the patient was using pico after a c-section. Her wound bled, got infected and ended up with sepsis. No further information has been provided.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. As the device was not returned, a product evaluation could not be carried out. A clinical investigation concluded; ¿without the requested clinical information, operative report, lab values or the device, a thorough medical investigation of the reported sepsis cannot be rendered. Therefore, the root cause of the reported sepsis nor the patient¿s impact cannot be determined. Should any relevant clinical information be provided this complaint will be re-assessed.¿ the instructions for use provides comprehensive instructions of the operation, use and limitations of the device. If the IFU is not directly followed, adverse events may be experienced. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.